Manufacturer narrative:
(B)(4). The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device. There was fluid in the boot. There were numerous kinks throughout the device. Inspection of the device presented no other damage or other irregularities. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported an error message occurred during the procedure. The patient presented with an acute myocardial infarction. The physician was performing a coronary angiogram and thrombectomy procedure. The spiroflex vg angiojet thrombectomy set was prepared. On initial use, inside the patient, the machine gave an error code and it was noticed that saline was coming out of the chamber and going into the angiojet machine. The device was checked for any incorrect corrections and again the procedure was commenced, but the same issues occurred. The device was immediately removed and another of the same device was used to complete the procedure. No patient complications were reported and the patient was stable post procedure.